Manufacturer narrative:
The device was not available for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf1000 set cracked and leaked from the connection of the tubing segment and the blood pump. This occurred during continuous renal replacement therapy (crrt), and led to a leak of approximately 25ml of blood. Treatment was immediately stopped. The set had been in use for 25 hours with no issues prior to the event. The blood in the circuit was not returned to patient; the filter had been blood primed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that there was a leak from the blood pump segment connection to the support plate. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.